Event description:
Philips received a customer complaint that a brain CT was interpreted as a bleed by the radiologist. A repeat scan on a different CT system determined pathology and the images did not show a bleed. The images from the repeat scan confirmed the pt did not have a intracranial bleed and the customer suspects the original CT images represent an artifact. The pt did not experience any mistreatment due to the original interpretation. Initial investigation determined that the system did not malfunction and user error could have contributed to the event.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4). Initial MDR mailed on (B)(4), 2012.